Event description:
It was reported that the lead impedance jumped to a high level at a 3a.m. Measurement. All other parameters are normal. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance jumped to a high level at a 3a.m. Measurement. All other parameters are normal. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that lead fractured and had high impedance. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured. The proximal conductor was fractured and the defibrillator conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).